Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number: 3006705815-2020-33462. It was reported that patient experienced spasm and cramping post perm scs system implant. As a result, the system was explanted. Patient was stable post procedure.